Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited issues during a case, as it had not been cleaned with the water filter changed, water supply line had not been disinfected, and the concentration of sweat had not been determined. The issue was found during reprocessing and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was not returned for evaluation, and the evaluation was completed based on information where the reported event was identified. Based on the results of the investigation, the user may not have thoroughly read the instruction manual, and lacked understanding of using the acecide checker, resulting in the event. The subject events can be detected and prevented by implementing the below IFU. [Instructions for oer-4 operation manual] chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿ replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Replace the water filter according to the procedure described below. Chapter 3 ¿inspection before use¿ section 3.9 ¿inspecting the disinfectant solution¿s concentration level¿ on reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears. ·before reprocessing the endoscope, be sure to check that the disinfectant solution has an effective concentration by using an acecide checker or a portable concentration checker. If this check is not performed, the disinfection process may be ineffective. Also, be sure to replace the disinfectant solution before it loses its effectiveness. [Instructions for oer-4 installation manual] chapter 4, ¿installation of equipment¿ section 4.18, ¿disinfection of the water supply piping¿ perform disinfecting the water supply piping in the following cases. - before using this equipment for the first time (after installing the water filter) - immediately after replacement of the water filter. - whenever bacteria in the water supply piping is identified. - before using the equipment when it has not been used for a long time of period. When disinfecting the water supply piping, use acecide disinfectant solution. Furthermore, IFU for the subject endoscope warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.